Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with slurred speech, heavy tongue, and the inability to talk. In the ed, the patient's blood pressure was 91/80. International normalized ratio (inr) was sub therapeutic at 1.7 (goal 2-3). A head computerized tomography (CT) scan showed "a new focus of hypoattenuation in the right caudate head, anterior limb of the internal capsule and basal ganglia." Within two hours of presenting to the ed (approximately five hours from the onset of the symptoms), the patient¿s aphasia had completely resolved. Neurology classified this event as a transient ischemic attack (tia). The patient had an ultrasound of their carotids which came back clean. The patient stayed in the hospital for monitoring and was discharged home four days later. The patient has been doing well with no residuals noted. The left ventricular assist device (lvad) remains implanted. No further patient complications have been reported as a result of this event.